Manufacturer narrative:
The patient ID, age and gender were provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the mobile view station (mvs) booted on and displayed a normal screen, then the monitor went black and the system became unresponsive. The medtronic representative (mr) tried to shut down the mvs by holding down the power button, but the mvs would not shut down. The mr checked the video connection on the back of the monitor and it was fully seated. The mr unplugged the mvs from wall power to try to get the mvs to shut down but it remained on backup power for over 15 minutes. The mr noticed that the fans on the computer were not on but the two bluelights were on. The mr turned the computer off and on using the switch on the back of the computer and the mvs booted normally. The surgery was completed with imaging and there was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.